Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump battery was taking longer to charge. Multiple usb cables were used. Also multiple cartridge errors occurred. Contact did not provide further information. There was no reported impact to customer's blood glucose.